Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui, interstitial cystitis, and chronic urethritis. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent removal of exposed mesh in 2001 and 2009. It was also reported that patient underwent mesh removal more than once for exposure which eventually resolved her chronic cystitis along with medication in 2012. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urge incontinence.

Manufacturer narrative:
.